Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have kidney failure. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have kidney failure. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged kidney failure. There was no medical intervention required by the patient. The reported kidney failure,and chemo and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have nose bleed and stage 3 kidney failure. There was no medical intervention reported by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external parts of the device and found dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, blower grommets, rear panel o-ring, p4 power connector, dc jack color insert. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. Also observed dust/dirt contamination in the airpath, likely from a source external to the device. No evidence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified the device provides airflow using a known good power supply. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. The manufacturer previously submitted MDR 2518422-2022-03287-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. Section b2 was corrected to other serious or important medical events. Section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.